Manufacturer narrative:
Updated fields: h2, h6, h11. The indication for the procedure was resection of liver cancer tissue. During intended resection with expected bleeding, the liver tissue was sticking to the monopolar curved scissors (mcs) jaws but it was not significant or abnormal sticking. The surgeons were using a technique where they irrigate the working field while activating energy the surgeons would gently roll the mcs instrument to peel the tissue off of the jaws. There was no injury due to this event. The surgeons described that this would be a difficult, complex liver case prior to the start of the procedure due to patient history. There were no concerns about long-term complications with the patient. The videos received for this event were reviewed: in both videos, dissection of the liver with an monopolar curved scissors (mcs), and fenestrated bipolar forceps (fbf), and laparoscopic suction irrigator is occurring. The surgeon is using monopolar energy from the mcs and bipolar energy from the fbf. The suction irrigator periodically suctions away fluid or irrigates the field for visibility. The surgeon briefly uses the mcs to do intraoperative cleaning of char from the fbf jaws. No product defect or failures were observed in the video.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the surgeon did not observe the desired energy effect with the monopolar instruments. The surgeon used a monopolar curved scissors (mcs) instrument to apply energy to liver tissue and was frustrated with the observed tissue effect. Tissue sticking to the mcs instrument was also observed. After the customer switched the energy mode, better energy effect was observed. The procedure was completed robotically.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been returned for failure analysis investigation. .